Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. There were no capas that were confirmed in veeva to be associated. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. One non-conformity was identified as associated with this lot number; however, the failure being reported in the complaint (dynamic - suture to mesh break) is not related to the issue identified in the nc (dynamic anchor separation). All devices met specifications prior to release. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, while placing an altis and adjusting to the correct tension, the thread snapped, exactly at the point where it attaches to the sling. The implant was removed immediately and then placed a new one without any issues.